Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate investigation summary: the device was sent to the service center for evaluation. Per service manual operational and diagnostic analysis confirmed reported issue. Device disassembled and decontaminated as per the service manual during initial evaluation. Replaced locking knob as identified in the investigation to address the reported issue or the additional issue. Replaced seals and screws per service manual. Performed decontamination of spare parts per the service manual prior to placement into the device. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. A check of the manufacturing finished goods records for the reported serial number went under review. These serialized devices were released for distribution on (B)(6) 2017 expiration date not applicable. There were no anomalies or discrepancies in the manufacture of this lot. Possible root cause for the defect found during service could not be determined. A review of the depuy synthes mitek complaints system revealed no other complaints of any type for this serialized device. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4).

Event description:
(B)(4) micro tornado hp w handcontrol; serial # (B)(4); no patient harm; no delay. Customer told the rep the product is just not working. No trouble shooting performed. Customer owned product.